Event description:
A customer reported a malfunction on their pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the customer was able to continue using the pump without the malfunction recurring. The customer was advised to reach out again if the issue reappeared, and they indicated understanding of the instructions provided.